Manufacturer narrative:
The returned product consisted of a watchman delivery system implant. Analysis of the implant included microscopic and visual inspection. Inspection revealed damage to the implant anchors. No other damage or defects were observed. Functional testing of the implant could not be done as the rest of the device was not returned for analysis.

Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician partially recaptured and redeployed twice to move the device proximal and cover all lobes before the decision was made to use a larger device to resolve the issue. The first physician attempted to fully recapture the wds but felt resistance. The second physician checked transesophageal echocardiography (tee) to see if the device was stuck in the laa. Upon continuous attempts to fully recapture, the device was noticed to be detached from the laa wall. There was no effusion or damage caused as a result and the attempt at full recapture was continued. Resistance was still felt at what appeared to be the point of the anchors. The device was partially deployed and recaptured multiple times with no success. Finally, the physician withdrew the entire was and wds back across the septum. Resistance was felt at the septum, but the devices were removed successfully without damage to the patient. A 16f sheath remained in the groin and access was not lost. A new was was used and a 33mm wds was successfully implanted. There was no adverse outcome for the patient.

Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician partially recaptured and redeployed twice to move the device proximal and cover all lobes before the decision was made to use a larger device to resolve the issue. The first physician attempted to fully recapture the wds but felt resistance. The second physician checked transesophageal echocardiography (tee) to see if the device was stuck in the laa. Upon continuous attempts to fully recapture, the device was noticed to be detached from the laa wall. There was no effusion or damage caused as a result and the attempt at full recapture was continued. Resistance was still felt at what appeared to be the point of the anchors. The device was partially deployed and recaptured multiple times with no success. Finally, the physician withdrew the entire was and wds back across the septum. Resistance was felt at the septum, but the devices were removed successfully without damage to the patient. A 16f sheath remained in the groin and access was not lost. A new was was used and a 33mm wds was successfully implanted. There was no adverse outcome for the patient.